Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) would not take a charge and require frequent charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.